Event description:
Second revision surgery - due to the components being removed in an attempt to revise the patient to a reverse total shoulder since the infection was cleaned up. The components were place as an antibiotic spacer during a revision surgery.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to a 2nd stage treatment for an infection - removing antibiotic spacer. The previous revision surgery and the revision detailed in this investigation occurred 1.1 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a 2nd stage treatment for an infection - removing antibiotic spacer. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system in reference to (B)(4), 1st stage treatment of the infection. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.